Manufacturer narrative:
The device has been received for evaluation, however, investigation is not yet complete.

Event description:
The event involved a clave¿ neutral connector where the customer reported that the solution couldn't drip since when open, the silicone was sunken. The event occurred during infusion. There was no concomitant drug and no concomitant device involved. There was no bleed back noted. The device was not used with chemo. The device was not reprocessed/re-sterilized. There was patient involvement but no adverse event/patient harm and no delay in critical therapy.

Manufacturer narrative:
Received one (1) used 011-c330 clave for inspection. As received, the seal of the clave was stuck down. The clave was disassembled and the internal spike was found to be bent and broken. The reported complaint of a stick down can be confirmed. The probable cause is due to access with an incompatible mating device during use. The directions for use states: the clave / microclave connector is compatible with luers with an internal diameter (ID) between 1,55 mm and 2,8mm. Lot history review could not be conducted because no lot number(s) was/were identified.